Event description:
During the leadless pacemaker (lp) system implant procedure, while using contrast prior to fixation, a pericardial effusion was observed in the right ventricle. The lp was successfully implanted. No intervention was performed, the patient was in stable condition.